Event description:
Nurse reported patient caught the hep cap on the bed and the hep lock broke, allowing the center part to stay on the interlink extension set. The patient was bleeding through the broken hep lock. Nurse replaced the cap and reported not patient injury or need for medical intervention.